Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was replicated but not confirmed. The ac charger assembly was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an475 increase in trend.